Event description:
The customer reported via phone call that he experienced low blood glucose since (B)(6). Customer's blood glucose was 47 mg/dl, he drank some soda or juice. The customer stated that the day of the call he was giving himself a bolus and he noticed that there was an open circle on screen of the insulin pump. Current blood glucose is 222 mg/dl. Customer stated the drive support cap appears normal. Last set change was the day before and he was not disconnected during the rewind/prime sequence. Customer stated the reservoir was not manipulated while connected, he always remain disconnected prior to reservoir manipulation. The customer confirmed the last 2 boluses in bolus history were square wave and then a dual wave. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.